Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain."

Event description:
It was reported a patient underwent left partial knee arthroplasty on an unknown date in (B)(6) of 2015. Subsequently, the patient was revised to total knee on (B)(6) 2016 due to pain. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Not returned by patient.

Event description:
It was reported that patient underwent a knee revision procedure approximately eleven months post-implantation due to pain, and loosening and subsidence of the tibial component.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.